Manufacturer narrative:
(B)(4). Evaluation summary: a device was returned for evaluation. The reported difficulty was unable to be confirmed; however, the complaint device may not have been returned. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the restenosed ostial graft of the right coronary artery (rca) the 2.5 x 15 mm nc trek balloon was inflated once at 4 atmosphere and ruptured. The previously implanted stent strut was noted as protruding. The device was removed and a different balloon was used for dilatation and a 2.0 x 18 mm xience alpine stent was used as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.